Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient alleged a blood glucose level of 69 mg/dl accompanied by a feeling of shakiness and unsteadiness when standing and/or walking. The patient alleged they experienced low blood glucose levels in the mornings after waking up for the past week. The patient alleged they had adjusted the basal program to lower the 5 am dose from 3.950 to 3.800. The patient alleged they self treated with orange juice or another carbohydrate based drink to help bring up the blood glucose levels to normal, which is usually around 150 mg/dl. The patient alleged an inaccurate delivery issue with the pump. Troubleshooting revealed that the basal delivery totals in the total daily dosage history do not match, the variation was found to be due to the prime and basal edit screen being accessed by the user, which temporarily postponed insulin delivery. The basal history was also found to match the active basal program settings, with the bolus history accurately matching the bolus delivery. Troubleshooting revealed no malfunction with the pump. This complaint is being reported because the low blood glucose level of 69 mg/dl with the feeling of shakiness and unsteadiness when standing and/or walking an be attributed to use error (changing basal program by the patient without advice from hcp) of the pump.